Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, a break in aseptic technique had occurred, which was further described as the patient made mistake, did not wear a mask and did not clean the area before starting pd. On (B)(6) 2012, the patient experienced peritonitis due to break in aseptic technique. On the same day, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with amikacin injection (250mg, three times a day) and cefazolin injection (1gm, three times a day, for 14 days),( routes not reported) for the peritonitis. The patient was still in the hospital. Pd therapy was ongoing. The outcome for this event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed because it was reported that there was a breach in aseptic technique described as the patient made a mistake, did not wear a mask and did not clean the area before starting pd. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.